Event description:
It was reported that a patient presented for generator change. Fluoroscopy was performed prior to procedure and revealed externalized conductors on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.